Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a na value of 131 mmol/l and repeated as 139 mmol/l. The second patient sample initially resulted in a na value of 133.4 mmol/l and repeated as 139.7 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer determined the issue was related to sample quality. Calibration, controls, and precision studies were run with passing results. The investigation determined the issue was consistent with incorrect pre-analytic sample handling.